Manufacturer narrative:
A review of the manufacturing documentation of the explanted leads found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted leads found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50e, (B)(4), model description:st linear lead, 50cm with pre-loaded 0.014 inch stylet the explanted devices were not returned to bsn because they were discarded by the medical facility.

Event description:
A report was received that the patient's trial leads were pulled due to infection. The patient had been experiencing a fever. The patient was placed on antibiotics and was reportedly doing fine.

Event description:
A report was received that the patient's trial leads were pulled due to infection. The patient had been experiencing a fever. The patient was placed on antibiotics and was reportedly doing fine.